Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed out of range for several days. At the time of contact with dexcom technical support, patient reported to be in fine condition and did not report any medical intervention or injuries.